Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the implantable neurostimulator recharge (insr) had a frozen screen. The patient stated for a couple of days the patient had been having problems getting black couple boxes. The patient noted they meet with the manufacture representative (rep). The patient rep showed the patient how to use the antenna locate function. The patient stated on (B)(6) the screen was frozen. It was noted the patient was using the antenna locate. Patient services informed the patient to discontinue using the antenna locate to avoid future occurrences. They should only use antenna locate if normal troubleshooting didn¿t work. The patient unplugged the insr and the ac power source. Then used a small flat head screwdriver to remove the plastic antenna cover. The patient inserted a small pin/paperclip into the reset hole. The patient confirmed they felt the reset button depress/release and saw the manufacturer splash screen. It was noted this resolved the issue, the recharger frozen screen problem resolved. It was unknown if the patient was able to get black couple boxes. It was reported the patient fell soon after the stimulator was implanted and fell a lot. The patient stated the pocket stretched and the battery flips over. The patient stated therapy maybe helped pain in the neck and toes about 50% with medicine. There were no further complications that have been reported as a result of this event. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were changing their programming when their recharger froze, which was resolved by resetting the recharger. They stated that the issues of their recharger freezing, only getting black bars, and the ins flipping in the pocket have been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the issues with the coupling bars and recharger freezing included they couldn¿t get a signal or bars to change.